Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label on the bd microtainer® tubes with k2e (k2edta) had "extra adhesive", but still partially peeled off before use and felt "slippery" on the outside. However, "nothing appeared" to wipe off when a paper towel was used on it. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "customer noted that they validated their labels, which have extra adhesive, but still seeing label issues with all vacutainers. Noted that some feel slippery on the outside, but nothing appears to wipe off when wiped with a paper towel."

Event description:
It was reported that the label on the bd microtainer® tubes with k2e (k2edta) had "extra adhesive", but still partially peeled off before use and felt "slippery" on the outside. However, "nothing appeared" to wipe off when a paper towel was used on it. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "customer noted that they validated their labels, which have extra adhesive, but still seeing label issues with all vacutainers. Noted that some feel slippery on the outside, but nothing appears to wipe off when wiped with a paper towel."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.